Event description:
Reportable based on the analysis completed on 09/28/2009. It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. The lesion being treated was 90% stenosed with calcification and severe tortuousity in an unknown location. The procedure was completed with a different device. No pt injuries or complications were reported. The pt condition is listed as "good". However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
A visual examination of the returned device found that the proximal edge of the stent struts were bunched up and twisted. No other damages were noted along the length of the device. An examination of the profile of the distal end of the stent and tip section of the device found no issues with its profile. A review of the manufacturing documentation for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).